Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: trabecular metal femoral diaphyseal cone, 30mm, small, left item# 00545001730, lot# 64308845.

Event description:
It was reported that patient is experiencing femoral loosening approximately nine months post-implantation. A revision procedure has been scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing for the part/lot combinations (B)(4). Review of complaint history found no additional related issues for this item and the reported part/lot (00545001930/63024027) combination. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation reopened upon receipt of medical images. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: five views of the left thigh and knee demonstrate a left total knee arthroplasty with hinged prosthesis and long stem femoral component. Distal femoral resection with long stem left total knee arthroplasty. No definite evidence for loosening but there is rotation of the femur with respect to the tibial component. Ossific density involving the distal aspect of the left femur laterally is presumably postsurgical. No significant radiolucency. Suggestion of a large joint effusion. Rotation of the femoral component with respect to the tibial component without definite evidence for loosening suggesting malposition. Distal femoral resection is present. Osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.